Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump stopped functioning multiple times during a procedure. Each time function was regained by power cycling the system. It was reported that the case was completed without any injury to the patient. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative replaced the touch screen, cleared the device memory, and re-flashed the software. Subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump stopped functioning multiple times during a procedure. Each time function was regained by power cycling the system. It was reported that the case was completed without any injury to the patient.